Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and with the blade scratched. The tissue pad was not detached as reported. The device was functionally tested with a generator. During functional testing on the gen11 generator, the 'instrument error' alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage (the scratched blade). Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as 'replace instrument' with the gen11 later in the procedure, and continued usage can result in a broken blade. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during an unknown procedure using an unknown generator the tissue pad detached and fell in the patient. The customer wasn't' able to remove it from the patient, but no patient consequence were reported. Another like device was used to finish the procedure.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.